Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. The ventilator was being moved between mr suites and crossed the gauss line and was pulled into the MRI scanner. The exterior of the ventilator became damaged. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator became magnetically attracted to an MRI scanner. The ventilator was being moved between mr suites and crossed the gauss line and was pulled into the MRI scanner. The exterior of the ventilator became damaged. The ventilator was investigated by our field service engineer. There were noticeable cracks in the exterior but the ventilator passed all safety and functional tests. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, the ventilator was being moved between mr suites and crossed the gauss safety line, which was marked on the floor, and was pulled into mr scanner. The magnetic field indicator on the ventilator was reportedly generating audible and visual alarms as per design. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturers ref: #(B)(4).